Event description:
During an unspecified clipping procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip fell off in the open position. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a biohazard bag with two open pouches from the lot number provided in the report. The labels match the products returned. Additionally, 13 sealed devices from the lot number in the report were returned and evaluated. Devices #1 - #2: our laboratory evaluation of the products said to be involved could not confirm the report as it was described because all the device components, particularly the clips, were not included in the return. During a functional test, the devices were advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire on both clips moved freely inside the outer sheath. A visual examination of the drive wires, catheter attachments, and coil catheters (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Sealed devices #1 - #13: the devices were functionally tested to verify open/close (reference test log 21925). The clips advanced through the scope, opened, and closed as expected. Additionally, the clips did not prematurely deploy. Therefore, the complaint could not be confirmed for the sealed devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used devices: our laboratory evaluation could not confirm the report. A definitive cause for the reported observation could not be determined because the condition of the products said to be involved prohibited a complete evaluation, the clips had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Sealed devices: a definitive cause for the reported observation could not be determined because the products said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed." IFU also contains the following precautions: "do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Failure to keep endoscope as straight as possible when inserting device can result in difficult passage.¿ the instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.